Event description:
The manufacturer received information alleging a ventilator was constantly alarming and powered off during use. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The ventilator's software needs to be re-loaded and the sd card needs to be replaced to address the issue.